Event description:
In 2007, the pt reported that sometimes he checks his infusion device and finds it in the stop mode. He stated that he has not placed the infusion device in stop mode and he has tried using different batteries. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt has a backup infusion device. Product was requested to be returned for evaluation.